Event description:
It was reported, that the device was being flashed. And right before it finished, it provided an error. Stating, unable to flash device and the motor appears to be stalled. And when hooked to a pcu, all segments temporarily flash, but the internal serial number can no longer be viewed. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event, along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was being flashed and right before it finished it provided an error stating unable to flash device and the motor appears to be stalled and when hooked to a pcu all segments temporarily flash but the internal serial number can no longer be viewed. There was no patient involvement.